Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed the cartridge, went through the fill tubing step, and did not see insulin exit the infusion set tubing until over 30 units were filled into the tubing. Reportedly, this event occurred intermittently. The customer saw insulin exit the tubing and declined to change the cartridge. There was no reported impact to blood glucose.